Event description:
This rv lead was implanted on (B)(6) 2013 and still remains implanted at this time. In a product experience report received on 08/01/2018. Patient care of light headedness at rest. Egms noted atrial episodes being tracked at max tracking rate and being logged as pmt, however, was not true pmt. Atr trigger rate decreased. Crosstalk of every second a event on rv channel. Sensing reprogrammed. The physician was dr. (B)(6) hospital in (B)(6) australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).